Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned warmer found wear and tear to plate clip and drain fitting. Event history log review was not applicable. Functional testing was performed by filling the reservoir with water, attaching the temperature check to hotline, plugging in the line cord, and turning on the power switch to perform safety/electrical test. The reported problem was confirmed. The printed circuit board ( pcb) was faulty. The root cause was unable to be determined. Replaced the pcb. Corrected data: corrected data: d1, d2.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 malfunctioned. When turning it on it goes into overtempt no patient adverse events reported.